Event description:
The reporter stated that an overdelivery of morphine to a child resulted when the syringe plunger came out of the plunger holder and the syringe contents were siphoned into the pt. Unspecified intervention was required. The reporter further indicated that this had occurred on two other occasions but did not provide specific details.